Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retained testing to confirm the reactivity of the e antigen. Results were satisfactory. Customer returned two pt samples. Testing was performed at both a 15 and 40 minute incubation. No reactivity was observed with either sample at 15 minutes. A 1+ reaction was observed with one of the pt samples using a 40 minute incubation.